Event description:
It was reported that during use on a patient, several "leak in iab circuit" alarms were generated on the cs300 intra-aortic balloon pump (iabp). The staff hit "iab fill" and resume support but the alarm reoccurred approximately 15 minutes. There was no indication of a leak, and all connections were secure. The company representative instructed the staff to drop the diastolic augmentation two clicks and suggested swapping the console out. It was later confirmed that the patient's chest was opened up at bedside due to severe constriction on heart and aorta. In addition, the pump was not switched out and continued to work well on the patient.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. On the date of the event ((B)(6) 2018), the cardiac assist account manager (caam) for the event site spoke to the nurses and was advised that they believe that the event was neither a pump or catheter issue, but more a patient-related one. The caam was also advised that the patient is post-op after aortic valve and mitral valve replacement, tricuspid repair and maze procedure. The patient has underlying atrial fibrillation rhythm with rate in the 90s and is febrile at 100.5 down from 101.5 last night. He was very constricted and on multiple pressers at high level. Chest was currently open (opened at bedside earlier that day) due to severe constriction on the heart and aorta. There have been no additional alarms on the iabp since the chest was opened and the augmentation was decreased 2 bars. The iabp was working well and so was the catheter. In addition, there was water condensation in the drain port and the caam instructed the customer that if the iabp does alarm "leak in iab circuit" again, they could do 2-3 consecutive autofill to attempt to rid the iabp of condensation. The customer was also instructed to call back with any questions. The iabp was not switched out and remained working well on the patient. No further investigation is required.

Event description:
It was reported that during use on a patient, several "leak in iab circuit alarms" were generated on the cs300 intra-aortic balloon pump (iabp). However, the customer would hit "iab fill" and resumed support, but the alarm would reoccur. There was no indication of a leak, and all connections were secure. The company representative instructed the customer to drop the diastolic augmentation two clicks and suggested swapping the console out. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that during use on a patient, several "leak in iab circuit" alarms were generated on the cs300 intra-aortic balloon pump (iabp). The staff hit "iab fill" and resumed support but the alarm reoccurred approximately 15 minutes later. There was no indication of a leak, and all connections were secure. The company representative instructed the staff to drop the diastolic augmentation two clicks and suggested swapping the console out. It was later confirmed that the patient's chest was opened up at bedside due to severe constriction on heart and aorta. In addition, the pump was not switched out and continued to work well on the patient.